Manufacturer narrative:
Updated fields: a2, a3, a5, a6, b4, g4, g7, h2, h3, h6, h10 the reported oad was received for analysis. There was no damage revealed via a visual examination. When the functionality of the device was tested, it was observed that the device would not spin on either low nor high speed. The glideassist feature was tested, and the device spun, however, the device would not stop spinning in glideassist mode when the brake was toggled. Detailed analysis revealed there was a lack of electrical continuity due to potting material that had wicked between the terminal connector pins and the brake switch ribbon. The root cause of the wicking potting material was unknown. The potting material was removed, and the oad was retested. Upon retesting, the oad spun at all speeds and functioned as intended. At the conclusion of device analysis, the reported event of the oad not spinning was confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID# (B)(4).

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. Csi ID# (B)(4).

Event description:
During a procedure, the diamondback coronary orbital atherectomy device (oad) would not spin when turned on for treatment at the lesion. The 85% stenosed target lesion was located in a non-tortuous segment of the mid left anterior descending coronary artery (lad). The lesion was approximately 36mm in length in a section of the lad that was 3.5mm in diameter. When spinning of the oad was attempted, it was noted that the device had power, and the lights on the oad were on, however the oad would not start spinning. The procedure was completed successfully with a second oad with no patient complications. It was noted that the procedure was delayed by greater than 30 minutes due to the event. The patient was reported to have been doing great following the procedure.